Event description:
Hcp reported that he implanted resorbable bone void filler in a patient¿s ¿periacetabular lesion,¿ and approximately 11 weeks post-op, the patient developed soft tissue swelling, fluid collection at the implant site, with "possible extrusion of the graft material." The wound was 'cleaned' and cultures were taken. Cultures were negative for the presence of infection. Patient was placed on antibiotics, is reportedly ¿pain-free¿ and ¿being observed.¿ no revision surgery was performed and the graft material was not explanted.

Manufacturer narrative:
Suspect device #2 - plexur m - model 6100-010, serial # (B)(4), suspect device #3 - plexur, m - model 6100-010, serial # (B)(4), it is not possible to determine which suspect device may have contributed to the reported event. (B)(6). (B)(4). Review of the relevant device history records indicated that the devices were manufactured per procedure and met all required specification and release criteria.